Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing unwanted stimulation in the stomach. The patient underwent a revision procedure wherein the leads were pulled down. The patient was doing well postoperatively and the devices remain implanted. No device malfunction was suspected.